Manufacturer narrative:
Received 1 used latex foley catheter with the original unit labeling. The reported event was unconfirmed, as the problem could not be duplicated. Per the visual inspection, the samples exterior was inspected, and nothing was found that was related to the reported event. A functional evaluation was conducted as follows: introduced water into the inflation lumen and found the sample was not blocked. Unable to duplicate reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon could not use the product because the inflation lumen was allegedly blocked. As a result, the device had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon could not use the product because the intake chamber was allegedly blocked. As a result, the device had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon could not use the product because the inflation lumen was allegedly blocked. As a result, the device had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the surgeon could not use the product because the inflation lumen was allegedly blocked. As a result, the device had to be replaced.